Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va11x1r, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va11x1r, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient's ins was removed, but the lead was left implanted. The reason for removal was unknown to the manufacturer representative (rep) as was the date of removal. No ins malfunctions were reported. There were no further complication reported or anticipated.